Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 600 mg/dl. At the time of incidence. Customer were treated with manual injection for high blood glucose level. Customer reported that the insulin pump shows maximum level of 400 mg/dl of blood glucose level however, if it is higher than that 400 mg/dl. Customer refused to visit nearest hospital to get treatment for high blood glucose level. The insulin pump will not be returned for analysis.